Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on investigation of the explant we noticed that the central metal part of the peg with hinge ring had separated from the rest of the insert.

Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported disassociation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.